Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient became unstable and expired. The target lesion was located in the right coronary artery (rca). The patient had advanced progression of coronary artery disease and was in poor condition prior to the procedure. The physician treated the lesion using a csi orbital atherectomy device (oad). During the first run at low speed, the patients hemodynamics started to decline and the patient became unstable. Angiography did not reveal any complications, but the patient was unable to be revived and expired. Additional information has been requested, but none has yet been received.